Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) procedure due to urethral atrophy and a loss of pressure in the pressure regulating balloon (prb). The cuff and the balloon were removed and replaced with new components. No information was provided about the patient's outcome. No more information is available at the moment.